Event description:
It was reported that vassallo gt .014 ns3 (the product) was used in a case of a lesion in the superficial femoral artery to below-knee area with moderate tortuosity and severe calcification, and occlusion rate of 100%. When a penetration catheter (corsair armet, manufactured by asahi intecc) was used along the product, the polymer jacket of the product peeled off within a range of approximately 15 cm to 30 cm from the tip. There were no health hazard on the patient.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review]no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1,vgw1430ns1,vgw1423ns3,vgw1430ns3) over the past three years showed that the number of events of peeling of polymer jacket was small and did not show an increasing trend. [Returned product investigation] the core wire was exposed in the range of approximately 37 mm to 94 mm from the tip of the product, and the polymer jacket was peeling off as well as winding up on the tip side. Based on the condition of the product and information obtained, it was presumed that the peeling of the polymer jacket of the product was caused by the edge of the metal tip of the combined penetration catheter coming into strong contact with the surface of the product when the penetration catheter with the metal tip was advanced along the product and excessive load was applied, resulting in damage to the polymer jacket, which may have led to the peeling. As a result of above investigation, although it was concluded that this event was not attributable to the product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer coating, resulting in coating material remaining in the vasculature, which may result in unintended adverse events requiring additional intervention.] Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).